Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was 560 mg/dl. Customer administered a correction injection to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.